Event description:
Patient reported a right side rupture confirmed with a mammogram. Healthcare professional reported a right side capsular contraction baker grade iii. Physician confirmed there is no rupture. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contraction baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported, a right side rupture. Confirmed with a mammogram. Healthcare professional reported, a right side capsular contraction, baker grade iii. Physician confirmed, there is no rupture. The device has been explanted and replaced.